Manufacturer narrative:
This report is associated with argus case (B)(4); polident denture cleanser. Polident denture cleanser is marketed as polident tablets in the us.

Event description:
Patient accidentally drank polident cleanser. [Accidental device ingestion]. Case description: this case was reported by a consumer via local affiliate and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident denture cleanser) unknown for denture wearer. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. The reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional information: patient accidentally drank polident cleanser. Patient has no reported symptoms.